Event description:
It was reported that the "battery was placed into a bowl of water" in the operating room (or). It was noted that impedance values of greater than 10,000 ohms were measured on most of the channels. The device was never implanted in the patient and it was replaced.

Event description:
Additional information received indicated that there was no patient injury.

Manufacturer narrative:
Analysis of the neurostimulator found no anomaly.

Manufacturer narrative:
(B)(4).